Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Reporter stated that customer received the following results on the performa system within 1 minute and 7 minutes respectively: lo (result less than 10 mg/dl) and 101 mg/dl, 257 mg/dl and 65 mg/dl. Sets of readings were obtained at different times. No actions taken based on device results. No adverse event reported. The manufacturer requested return of suspect product for evaluation.